Event description:
Follow up information confirmed that the patient¿s implantable neurostimulator (ins) was explanted over a year and a half ago and was to be re-implanted at the end of (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had their implantable neurostimulator (ins) explanted over a year prior to report due to the wound never healing.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).

Event description:
Further follow up reported the patient was doing well since being re-implanted.